Event description:
Nellcor puritan bennett received a call from a representative on 12/02/1999. Representative called to report the following problem: no lead alarm. Pt cable connector broken inside pt cable jack. Customers opened unit to try to fix it.